Event description:
Healthcare professional reported "rupture" and "capsular contracture, baker grade IV." This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side "rupture" and "capsular contracture baker grade IV." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as fold flaw opening.and missing piece of shell assessed as inconclusive. Capsular contracture: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: b5, d9, g1, h3, h6.

Event description:
The device has been explanted.